Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the device could not activate the disposable. Later, the unit was used with a test handpiece and it was able to activate it with no issues. Additional information has been requested.

Manufacturer narrative:
(B)(4). Unable to activate disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.